Event description:
Healthcare professional reported a donor complaining of discomfort in the return line arm, approx 16 mins into a double needle plateletpheresis procedure. The procedure was paused and then resumed. Infiltration was observed in the bicep area, higher on the arm than the venipuncture site. The procedure was ended by the tech deciding to perform reinfusion, when a return line occlusion alarm was observed. The procedure was ended, and an ambulance was called to take the donor to the hospital. A sonogram was performed on the donor's arm, and showed only clear fluid. No clots were observed. There were no further donor issues. The tech has stated that the donor will not be doing plateletpheresis, but is still able to donate whole blood. The donor had mentioned to the tech that sometimes when donating whole blood, they had not been able to draw from the vein that was used for the return line.